Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not providing energy to disposable. Power setting was tried at different setting and still didn't provide power to disposable. Changed kit, extension cable, and hp2 adapter and still not working. No patient effects or delays reported. Changed to another vh-3010 power supply to complete case.